Event description:
A malfunction code "malf 12" was reported, and it was determined that there was no adverse impact on the customer's blood glucose level. Despite efforts by technical support to reset the malfunctioning pump, the issue persisted, leading to a decision to replace the pump. The customer was assisted with resetting the pump and instructed to use multiple daily injections (mdi) as a backup insulin therapy. Technical support confirmed the shipping address for the replacement pump and guided the customer on storing the defective pump and returning it using a pre-paid label within 10 days, to which the customer agreed.